Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to the motor error alarm. The insulin pump had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 176 mg/dl. Nothing further reported.